Event description:
Olympus (oekg) was informed the customer endoeye high-definition ii, autoclavable video telescope has a ¿pink image¿. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer¿s reported issue. The inspection found the image has noise due to moisture ingress attributing to irreversible damage to the charged coupled device (ccd) sensor. Also, dents were found on the rigid outer tube external surface. The cause of the moisture ingress is unknown. The device has no previous repair records. However, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. No further information regarding the reported event was provided or obtained from the customer. Based on the physical evaluation, the customer¿s reported problem could not be reproduced or confirmed. Therefore, the cause could not be established. However, the scope produced image noise which was traced back to a defective charged coupled device unit. The image is also traced back to moisture ingress. Olympus will continue to monitor the field performance for this device.